Manufacturer narrative:
Additional manufacturer narrative: additional product evaluation findings, cracks were found around the lumen circumference along the c-sinus pressure line from the middle section of the lumen distally to the end where the hub was found broken off. There was no other visual damage, contamination or other abnormality found on the rest of the device. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Based on the information received, a definitive root cause could not be determine at this time. There are no edwards manufacturing procedures as the pressure luer is third party manufactured. The supplier was made aware of this event. The fmea adequately addresses potential causes of failure and the associated hazards. The complaint trend was assessed and found to be in control. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: as received, the hub of the coronary sinus pressure lumen was found broken off. The detached hub was not returned with the device. Additional investigation is underway. Additional information will be provided in a supplemental report.

Event description:
Edwards received information that the hub broke off of the pressure port of a peripheral retrograde cardioplegia device. The pressure line had been connected to the transducer, and was being flushed before insertion. A second catheter was used. There were no patient complications.